Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code appeared again, and they acknowledged and understood this guidance.